Event description:
It was reported that the patient's pump is alarming for no disposable. The patient was instructed to hit the start and stop button to silence alarm, the settings were reviewed and the pump was restarted. The pump screen was reading run at the end of call. No patient injury was reported.

Manufacturer narrative:
Is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.